Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging correctly. Customer¿s blood glucose level was 249 mg/dl. A replacement charging cable and adaptor was sent to the customer to resolve the issue.